Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a loss of therapy beginning about a week ago. The rep checked the impedances which were greater than 10,000 ohms on contacts 7, 8, 9, 10, 11, 14, and 15. The rep called after seeing the patient to report the event. There was no known activity or event that prompted the issue and the patient reported having no falls. The rep reprogrammed the device and the patient was not getting good therapy. The patient would use their device to see how the programming works. No further complications were reported/are anticipated.